Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, after the knot was fully advanced to the vessel, bleeding continued. From a contralateral access site, a covered stent was implanted at the arteriotomy site to achieve hemostasis. There was no damage to the vessel. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The body of the device was returned for evaluation. The plunger/needles, suture, link and cuffs, key components of the device, were not returned. The suture containing the knot was not returned; therefore, it could not be determined if the knot was successfully advanced to the puncture site to close the vessel. The reported experience could not be confirmed. However, there was no abnormal observation found on the returned device that could have contributed to the reported experience. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.